Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip that holds the cartridge broke off the insulin pump and as a result she experienced high blood glucose levels. The reservoir compartment and below the esc button were damaged. Customer's blood glucose level was approximately 400 mg/dl. She treated her blood glucose level by changing the infusion set and with a bolus using the insulin pump. Troubleshooting was declined. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Device passed the self-test, unexpected restart error test, rewind, prime test, off no power test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken off reservoir tube lip. All operating currents are within specification. Unit received with cracked display window, minor scratched display window, cracked case at display window corner, broken belt clip slot, broken battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner and missing reservoir tube o-ring.